Manufacturer narrative:
Concomitant medical products: 6917 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warnings were alerted on an electronic transmission. High impedance, possible fracture and a pacing issue were noted. The lead was capped and ipg system was replaced with a wireless ipg. No patient complications have been reported as a result of this event.